Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer 7.2 was not detected on the bus. The field service engineer (fse) found the airhead had cleared. The fse then shut down the station and disconnected and reconnected the cables to sub drawer 7.2 and 7.1. After reconnecting all components, the station was powered back on. The fse accessed diagnostics and performed an acceptance test. During the diagnostics acceptance test, all pockets popped up and popped out successfully. The drawer was detected on the bus and registered as closed. The customer was then allowed to use the storage space configuration to access the drawer and verify that all pockets were properly detected by the device the system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.2 had failed. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.